Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy procedure performed on an unknown date. During the procedure, the physician reported the band failed to deploy. There were no patient complications as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H2: additional information: block b5 (describe event or problem), h6 (device codes (1)) and h11 (additional MFR narrative). H6: device code a150103 is being used to capture the reportable event of band prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy procedure performed on an unknown date. During the procedure, the physician reported the band failed to deploy. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. No further information has been obtained despite good-faith efforts. Additional information was received on september 19, 2025: during the procedure, the bands fell off.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2: additional information: block e1 (initial reporter email) correction: block b5 (describe event or problem). Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy procedure performed on an unknown date. During the procedure, the physician reported the band failed to deploy. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. No further information has been obtained despite good-faith efforts.